Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and provided with IV antibiotics. The patient is still receiving great relief with the stimulator. There were no reports of further complications.